Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'failed downstream occlusion test' was not reproduced. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.